Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that a couple of weeks ago or maybe even 3 weeks ago the patient had knee surgery and turned their stimulator off. The patient tried to connect to their implanted device to turn it back on but they were unable to do so, so patient called patient services for assistance turning ins on. Patient services specialist offered to assist the patient in connecting to their ins but the patient did not have their external devices with them at the time of the call. Patient will call back when they have their equipment for further assistance.

Event description:
Additional information was received from the patient. Patient called back with equipment. She wanted to turn her therapy back on and said she couldn't. I told her the battery inside of her is probably too low for the communicator and handset to recognize it. Had patient try and connect to the stimulator with recharger. Patient got "not found" message. Patient did a hard reset on recharger. Patient got error code 3167. Patient cleared the error code and started charging. 10% charge, excellent connection, my therapy off. Told patient to charge the stimulator battery and then use the handset and communicator to turn the therapy back on. I told her if she needs help she can call us back. Patient called back on 2023-jul-24 in regards to this case stating that since they called last and was able to connect to their ins with their recharger, they haven't been able to connect to their ins with their communicator since and haven't been able to see their charging process. Patient said they were powering both the communicator and recharger on at the same time and when they tried to view their charging status, they were in the micro my therapy application because they said they kept seeing 'device not responding'. Reviewed that only one device can be powered on at a time and reviewed both applications needed for therapy and for recharging. Helped patient connect recharger to recharging application and patient successfully connected recharger to ins. When patient brought up recharging application, they initially saw a message saying 'recharge system error' and the recharger light was blinking red but patient was able to dismiss message and connect to recharging application. Patient confirmed their ins battery was at 100%. Helped patient successfully connect to ins and reviewed how to use equipment. Patient could see their settings and said they wanted to make adjustments on their own. Patient also mentioned they have an hcp appt coming up.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.